Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that he fell and his implant battery no longer worked and he couldn't get it to charge. The patient also reported that he was having back problems. The patient reported that some of the problems he was having was from the battery because it had ripped open the skin twice already and it was pinching in the area also and didn't know if the implant had moved or if the wires had come off or something. The patient reported that he had just been throwing hydrogen peroxide and neosporin on the area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.